Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver did not charge and boot since it could not be turned on . The receiver log could not be downloaded due to power issues. The functional testing, drop testing and manual "try it" testing could not be performed due to power issues. The receiver case was opened to check the speaker. Speaker resistance was measured and it passed. The receiver log could not be downloaded and reviewed due to power issues. The reported event of an intermittent audio output was undetermined because the receiver did not turned on. A root cause could not be determined.